Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately calcified and mildly tortuous anterior tibial artery. After a non-bsc guide wire crossed the lesion, a 4.0mm x 220mm x 150cm coyote¿ balloon catheter was advanced for dilatation. However, on the first inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received at the complaint investigation site for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).